Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a phrenic nerve stimulation from left ventricular (lv) lead. Boston scientific technical services (ts) verified that the fluoroscopy showed the left ventricular (lv) lead had dislodged and that the patient had a history of permanent atrial fibrillation (af). The left ventricular (lv) lead was explanted and was replaced. No additional adverse patient effects were reported.